Event description:
It was reported that low shock impedance was observed during an episode. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of low shock impedance measurement was confirmed via review of egms. An alert for sosd was noted and out of range hvli was recorded during therapy delivery. Bench tests confirmed damage within the high voltage circuitry. The cause of the damage remains undetermined.